Manufacturer narrative:
The reported event of the returned battery, (B)(4), not holding a charge was confirmed.. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing as it was completely inoperable as received. Internal visual inspection revealed an improper weld on cell pack 3 which caused an intermittent connection. Heartware has opened an internal investigation to evaluate battery cell and battery construction failures. Per the instructions for use (IFU): the controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The IFU and patient manual also include a warning to keep spare, fully charged batteries and back up controller available at all time. Users are instructed to return any damaged components to heartware. Users are cautioned to charge depleted batteries within 24 hours to avoid permanent battery damage and to store batteries at room temperature. Any observed damage would be mitigated by the exchange of this component for another one. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the battery would not hold a charge. This would not be likely to cause or contribute to death or serious injury. It will I result in exchange of the device. The redundant power source will continue to supply power to the pump. This failure will result in user annoyance and will not affect the function of the pump. No consequence to patient. No additional information available.